Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Blood glucose (bg) level was in the 100s (mg/dl) range in the past. Bg was 105 mg/dl at the time of the reported event. Reportedly, reportedly, the customer had manual injections available as alternate insulin therapy.